Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced an event where the introducer needle was hard to remove and the cannula did not inserted correctly. No further information available.